Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl [100.0 mcg/ml] at a dose of 125.20 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was indicated that the pump was also used to deliver baclofen, dilaudid, and morphine all at unknown concentrations and doses in the past. It was reported on (B)(6) 2017 that the pump had never really worked for the patient. It was indicated that the patient confirmed that the pump had not worked to manage the patient¿s pain as the patient wanted since the pump was implanted. It was stated that the pump had never worked the way the patient thought it should and the patient got ¿maybe 20%¿ relief from pain. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the pump never working to manage the patient¿s pain was unknown as it was prior to their care. Additional information was received from a consumer on (B)(6) 2017. It was reported that a different doctor placed this pump and that it seemed not to be turned on. It was stated that at follow-up appointment the doctor would say maybe they should remove it and that it seemed like it was a ¿dud.¿ it was noted that the pump was finally removed by another doctor and a new one was put in. It was reported as circumstances that led to the pump never working to manage the patient¿s pain that in 2002 the patient had a ¿really bad case¿ of meningitis the whole year and was hospitalized several times. It was noted that from (B)(6) 2002 they finally made the correct diagnosis. In (B)(6) 2002 the patient stayed in the hospital almost three weeks and was very sick with the worst headaches that they ever had, vomiting, hallucinations, fever, and body shakes. It was stated that the patient didn't know what steps were taken to resolve the pump never working to manage their pain. It was reported that the patient¿s whole spine felt like it was ¿on fire¿ and that since then it seemed like hardly anything helped the lumbar pain. It was related that the main reason the patient tried the pump was because they had scoliosis and that the patient¿s spine was fused with a harrington rod in 1978 when the patient was 15. It was noted that they tried everything including chiropractors, massage, and braces but the patient¿s spine continued to curve with pain. It was indicated that the patient had many complications after the fusion with the rod and that at one point the doctor wanted to remove it but did not. It was stated that then 13 years after the rod started to move the doctors removed it as it was ¿not good¿ but had great difficulty getting it out and had to cut it in half. It was stated that the patient had hoped that the pump would have worked better for them. The patient¿s weight was reported to be ¿maybe around 230 or so¿ in 2011 and was ¿235 or 240¿ in 2010. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.